Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure coil"), autoimmune disorder ("symptoms of auto-immune disorder"), uterine haemorrhage ("abnormal uterine bleeding") and uterine perforation ("the left coil perforated the uterus") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal, stress urinary incontinence and hysterectomy. Concurrent conditions included stress (due life stressors.), urinary frequency (increased.), intermenstrual bleeding, dysuria, bloating, vaginal spasm, bloating and cramp in lower abdomen. Concomitant products included lorazepam since 2006 for anxiety and depression, antibiotics for dysmenorrhea, urea (keratinamin) for hair loss, ibuprofen (advil) for migraine, headache, pelvic pain, back pain, urethral pain and abdominal pain as well as oxycocet (percocet) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal/ vaginal spotting/ she just started pain and spotting"). In (B)(6) 2012, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain / abdominal pain"), back pain ("back pain") and urethral pain ("urethral pain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), uterine perforation (seriousness criteria medically significant and intervention required), fatigue ("fatigue"), menometrorrhagia ("irregular menstrual bleeding"), insomnia ("lack of sleep"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety/emotional anguish"), depression ("depression"), the first episode of feeling abnormal ("feel not herself"), mood swings ("she has still having mood swing like a period"), the second episode of feeling abnormal ("she had brain fog for quite some time"), dizziness ("she started to get dizzy all the time"), allergy to metals ("it causes the tissue of the fallopian tubes to react and close around the coil"), abdominal distension ("she get bloated when she overdo it"), dysuria ("she was almost feel like it's too much pressure while urinating"), adnexa uteri pain ("she having some pain like nerve ending healing but this is constant in ovary"), gastrointestinal disorder ("she had suspected an issue with the bowel from x-ray") and cystitis noninfective ("her bladder may be inflammed"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, autoimmune disorder, alopecia, fatigue, dyspareunia, menometrorrhagia, abdominal pain, insomnia, procedural pain and headache was resolving, the uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and anxiety had resolved and the uterine perforation, cystitis, migraine, back pain, urethral pain, depression, weight increased, mood swings, the last episode of feeling abnormal, dizziness, allergy to metals, abdominal distension, dysuria, adnexa uteri pain, gastrointestinal disorder and cystitis noninfective outcome was unknown. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, cystitis, cystitis noninfective, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, gastrointestinal disorder, headache, insomnia, menometrorrhagia, menorrhagia, migraine, mood swings, procedural pain, urethral pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight increased, the first episode of feeling abnormal and the second episode of feeling abnormal to be related to essure. The reporter commented: following the removal surgery, patient suffered a painful post-operative recovery. Since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of patient's fallopian tubes. Concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, hair loss, abdominal pain, urinary tract infection, dysmenorrhea (cramping), pelvic pain, weight gain, urethral pain, abnormal uterine bleeding, hair loss, abnormal bleeding vaginal, abnormal bleeding menorrhagia. ¿concerning the injuries reported in this case, the following one/ones were described in social media are mood swings, ovarian pain, brain fog, dizziness, uterine perforation, vaginal spotting, nickel allergy, bloating, bowel problem, bladder inflammation. Most recent follow-up information incorporated above includes: on 7-jun-2018: from social media events "mood swings, ovarian pain, brain fog, dizziness, uterine perforation, vaginal spotting, nickel allergy, bloating, bowel problem, bladder inflammation" are added.reporter information added. Historical condition are added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left coil perforated the uterus / coil migrated to my uterus'), intestinal perforation ('about to perforate my bowel'), device dislocation ('migrated essure coil'), autoimmune disorder ('symptoms of auto-immune disorder') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, stress urinary incontinence and hysterectomy. Concurrent conditions included stress (due life stressors.), urinary frequency (increased.), intermenstrual bleeding, dysuria, bloating, vaginal spasm, bloating and cramp in lower abdomen. Concomitant products included lorazepam since 2006 for anxiety and depression, antibiotics for dysmenorrhea, keratin for hair loss, ibuprofen for migraine, headache, pelvic pain, back pain, urethral pain and abdominal pain as well as oxycodone hydrochloride;paracetamol (percocet) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal/ vaginal spotting/ she just started pain and spotting"). In (B)(6) 2012, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain / abdominal pain"), back pain ("back pain") and urethral pain ("urethral pain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menometrorrhagia ("irregular menstrual bleeding"), insomnia ("lack of sleep"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety/emotional anguish"), depression ("depression"), feeling abnormal ("feel not herself"), mood swings ("she has still having mood swing like a period"), foggy feeling in head ("she had brain fog for quite some time"), dizziness ("she started to get dizzy all the time"), allergy to metals ("it causes the tissue of the fallopian tubes to react and close around the coil"), abdominal distension ("she get bloated when she overdo it"), dysuria ("she was almost feel like it's too much pressure while urinating"), adnexa uteri pain ("she having some pain like nerve ending healing but this is constant in ovary"), gastrointestinal disorder ("she had suspected an issue with the bowel from x-ray") and cystitis noninfective ("her bladder may be inflamed"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, intestinal perforation, cystitis, migraine, back pain, urethral pain, depression, weight increased, feeling abnormal, mood swings, foggy feeling in head, dizziness, allergy to metals, abdominal distension, dysuria, adnexa uteri pain, gastrointestinal disorder and cystitis noninfective outcome was unknown, the device dislocation, autoimmune disorder, alopecia, fatigue, dyspareunia, menometrorrhagia, abdominal pain, insomnia, procedural pain and headache was resolving and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, cystitis, cystitis noninfective, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, gastrointestinal disorder, headache, insomnia, intestinal perforation, menometrorrhagia, menorrhagia, migraine, mood swings, procedural pain, urethral pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight increased and foggy feeling in head to be related to essure. The reporter commented: following the removal surgery, patient suffered a painful post-operative recovery. Since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: results: full occlusion of patient's fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, hair loss, abdominal pain, urinary tract infection, dysmenorrhea (cramping), pelvic pain, weight gain, urethral pain, abnormal uterine bleeding, hair loss, abnormal bleeding vaginal, abnormal bleeding menorrhagia. ¿concerning the injuries reported in this case, the following one/ones were described in social media are mood swings, ovarian pain, brain fog, dizziness, uterine perforation, vaginal spotting, nickel allergy, bloating, bowel problem, bladder inflammation. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received: event: perforated to bowel was added. New reporter, consumers middle name updated. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure coil"), autoimmune disorder ("symptoms of auto-immune disorder") and uterine haemorrhage ("abnormal uterine bleeding") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included body mass index normal. Concurrent conditions included stress (due life stressors.), urinary frequency (increased.), intermenstrual bleeding, dysuria, bloating and vaginal spasm. Concomitant products included lorazepam since 2006 for anxiety and depression, antibiotics for dysmenorrhea, urea (keratinamin) for hair loss, ibuprofen (advil) for migraine, headache, pelvic pain, back pain, urethral pain and abdominal pain as well as phenazopyridine hydrochloride (pyridium). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal"). In (B)(6) 2012, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient experienced weight increased ("weight gain"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain / abdominal pain"), back pain ("back pain") and urethral pain ("urethral pain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), uterine haemorrhage (seriousness criterion medically significant), fatigue ("fatigue"), menometrorrhagia ("irregular menstrual bleeding"), insomnia ("lack of sleep"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety/emotional anguish"), depression ("depression") and feeling abnormal ("feel not herself"). The patient was treated with surgery (a hysterectomy to remove the essure devices, salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2015. At the time of the report, the device dislocation, autoimmune disorder, alopecia, fatigue, dyspareunia, menometrorrhagia, abdominal pain, insomnia, procedural pain and headache was resolving, the uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and anxiety had resolved and the cystitis, migraine, back pain, urethral pain, depression, weight increased and feeling abnormal outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, cystitis, depression, device dislocation, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, headache, insomnia, menometrorrhagia, menorrhagia, migraine, procedural pain, urethral pain, urinary tract infection, uterine haemorrhage, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: following the removal surgery, patient suffered a painful post-operative recovery. Since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram - on (B)(6) 2012: full occlusion of patient's fallopian tubes ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, hair loss, abdominal pain, urinary tract infection, dysmenorrhea (cramping), pelvic pain, weight gain, urethral pain, abnormal uterine bleeding, hair loss, abnormal bleeding vaginal, abnormal bleeding menorrhagia. Most recent follow-up information incorporated above includes: on 2-mar-2018: plaintiff fact sheet and medical record was received events added from pfs- abnormal bleeding vaginal, abnormal bleeding menorrhagia, dysmenorrhea (cramping), bladder infection, urinary tract infection, migraines, headaches, back pain, urethral pain, anxiety, depression, weight gain and dyspareunia (painful sexual intercourse), hair loss clubbed to previous events. Reporter information,historical condition,concomitant disease was added. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left coil perforated the uterus / coil migrated to my uterus'), intestinal perforation ('about to perforate my bowel'), device dislocation ('migrated essure coil') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, stress urinary incontinence and hysterectomy. Concurrent conditions included stress (due life stressors.), urinary frequency (increased.), intermenstrual bleeding, dysuria, bloating, vaginal spasm, bloating and cramp in lower abdomen. Concomitant products included lorazepam since 2006 for anxiety and depression, antibiotics for dysmenorrhea, keratin for hair loss, ibuprofen for migraine, headache, pelvic pain, back pain, urethral pain and abdominal pain as well as oxycodone hydrochloride;paracetamol (percocet) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal/ vaginal spotting/ she just started pain and spotting"). On (B)(6) 2012, the patient experienced alopecia ("hair loss / hair loss"). On (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). On (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). On (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain / abdominal pain"), back pain ("back pain") and urethral pain ("urethral pain"). On (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), autoimmune disorder ("symptoms of auto-immune disorder"), fatigue ("fatigue"), menometrorrhagia ("irregular menstrual bleeding"), insomnia ("lack of sleep"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety/emotional anguish"), depression ("depression"), feeling abnormal ("feel not herself"), mood swings ("she has still having mood swing like a period"), foggy feeling in head ("she had brain fog for quite some time"), dizziness ("she started to get dizzy all the time"), allergy to metals ("it causes the tissue of the fallopian tubes to react and close around the coil"), abdominal distension ("she get bloated when she overdo it"), dysuria ("she was almost feel like it's too much pressure while urinating"), adnexa uteri pain ("she having some pain like nerve ending healing but this is constant in ovary"), gastrointestinal disorder ("she had suspected an issue with the bowel from x-ray"), cystitis noninfective ("her bladder may be inflamed") and increased tendency to bruise ("bruise real easy"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy and on (B)(6) 2015 endometrial biopsy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, intestinal perforation, cystitis, migraine, back pain, urethral pain, depression, weight increased, feeling abnormal, mood swings, foggy feeling in head, dizziness, allergy to metals, abdominal distension, dysuria, adnexa uteri pain, gastrointestinal disorder and cystitis noninfective outcome was unknown, the device dislocation, autoimmune disorder, alopecia, fatigue, dyspareunia, menometrorrhagia, abdominal pain, insomnia, procedural pain and headache was resolving and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, cystitis, cystitis noninfective, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, gastrointestinal disorder, headache, increased tendency to bruise, insomnia, intestinal perforation, menometrorrhagia, menorrhagia, migraine, mood swings, procedural pain, urethral pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight increased and foggy feeling in head to be related to essure. The reporter commented: following the removal surgery, patient suffered a painful post-operative recovery. Since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 21 kg/sqm. Hysterosalpingogram: on (B)(6) 2012: results: full occlusion of patient's fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, hair loss, abdominal pain, urinary tract infection, dysmenorrhea (cramping), pelvic pain, weight gain, urethral pain, abnormal uterine bleeding, hair loss, abnormal bleeding vaginal, abnormal bleeding menorrhagia. ¿concerning the injuries reported in this case, the following one/ones were described in social media are mood swings, ovarian pain, brain fog, dizziness, uterine perforation, vaginal spotting, nickel allergy, bloating, bowel problem, bladder inflammation. Most recent follow-up information incorporated above includes: on 23-mar-2020: social media received. New event bruise real easy was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migrated essure coil") and autoimmune disorder ("symptoms of auto-immune disorder") in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, autoimmune disorder (seriousness criterion medically significant), alopecia ("hair loss"), fatigue ("fatigue"), dyspareunia ("dyspareunia"), menometrorrhagia ("irregular menstrual bleeding"), abdominal pain ("severe abdominal pain"), insomnia ("lack of sleep") and procedural pain ("painful post-operative recovery"). The patient was treated with surgery (a hysterectomy to remove the essure devices). Essure was removed in (B)(6) 2015. At the time of the report, the device dislocation, autoimmune disorder, alopecia, fatigue, dyspareunia, menometrorrhagia, abdominal pain, insomnia and procedural pain was resolving. The reporter considered abdominal pain, alopecia, autoimmune disorder, device dislocation, dyspareunia, fatigue, insomnia, menometrorrhagia and procedural pain to be related to essure. The reporter commented: following the removal surgery, patient suffered a painful post-operative recovery. Since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: full occlusion of patient's fallopian tubes. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('the left coil perforated the uterus / coil migrated to my uterus'), intestinal perforation ('about to perforate my bowel'), device dislocation ('migrated essure coil') and uterine haemorrhage ('abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included body mass index normal, stress urinary incontinence and hysterectomy. Concurrent conditions included stress (due life stressors.), urinary frequency (increased.), intermenstrual bleeding, dysuria, bloating, vaginal spasm, bloating and cramp in lower abdomen. Concomitant products included lorazepam since 2006 for anxiety and depression, antibiotics for dysmenorrhea, keratin for hair loss, ibuprofen for migraine, headache, pelvic pain, back pain, urethral pain and abdominal pain as well as oxycodone hydrochloride;paracetamol (percocet) and phenazopyridine hydrochloride (pyridium). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced menorrhagia ("abnormal bleeding menorrhagia") and vaginal haemorrhage ("abnormal bleeding vaginal/ vaginal spotting/ she just started pain and spotting"). In (B)(6) 2012, the patient experienced alopecia ("hair loss / hair loss"). In (B)(6) 2012, the patient experienced cystitis ("bladder infection") and urinary tract infection ("urinary tract infection"). In (B)(6) 2013, the patient was found to have weight increased ("weight gain"). In 2014, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse) / dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced abdominal pain ("severe abdominal pain / abdominal pain"), back pain ("back pain") and urethral pain ("urethral pain"). In (B)(6) 2015, the patient experienced migraine ("migraines") and headache ("headaches"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), intestinal perforation (seriousness criteria medically significant and intervention required), device dislocation (seriousness criteria medically significant and intervention required) with pelvic pain, uterine haemorrhage (seriousness criterion medically significant), autoimmune disorder ("symptoms of auto-immune disorder"), fatigue ("fatigue"), menometrorrhagia ("irregular menstrual bleeding"), insomnia ("lack of sleep"), procedural pain ("painful post-operative recovery"), dysmenorrhoea ("dysmenorrhea (cramping)"), anxiety ("anxiety/emotional anguish"), depression ("depression"), feeling abnormal ("feel not herself"), mood swings ("she has still having mood swing like a period"), foggy feeling in head ("she had brain fog for quite some time"), dizziness ("she started to get dizzy all the time"), allergy to metals ("it causes the tissue of the fallopian tubes to react and close around the coil"), abdominal distension ("she get bloated when she overdo it"), dysuria ("she was almost feel like it's too much pressure while urinating"), adnexa uteri pain ("she having some pain like nerve ending healing but this is constant in ovary"), gastrointestinal disorder ("she had suspected an issue with the bowel from x-ray"), cystitis noninfective ("her bladder may be inflammed") and increased tendency to bruise ("bruise real easy"). The patient was treated with surgery (robotic assisted total hysterectomy with bilateral salpingectomy and on (B)(6) 2015 endometrial biopsy). Essure was removed on (B)(6) 2015. At the time of the report, the uterine perforation, intestinal perforation, cystitis, migraine, back pain, urethral pain, depression, weight increased, feeling abnormal, mood swings, foggy feeling in head, dizziness, allergy to metals, abdominal distension, dysuria, adnexa uteri pain, gastrointestinal disorder and cystitis noninfective outcome was unknown, the device dislocation, autoimmune disorder, alopecia, fatigue, dyspareunia, menometrorrhagia, abdominal pain, insomnia, procedural pain and headache was resolving and the uterine haemorrhage, menorrhagia, vaginal haemorrhage, dysmenorrhoea, urinary tract infection and anxiety had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, allergy to metals, alopecia, anxiety, autoimmune disorder, back pain, cystitis, cystitis noninfective, depression, device dislocation, dizziness, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, gastrointestinal disorder, headache, increased tendency to bruise, insomnia, intestinal perforation, menometrorrhagia, menorrhagia, migraine, mood swings, procedural pain, urethral pain, urinary tract infection, uterine haemorrhage, uterine perforation, vaginal haemorrhage, weight increased and foggy feeling in head to be related to essure. The reporter commented: following the removal surgery, patient suffered a painful post-operative recovery. Since having the surgery, patient's symptoms are mostly resolved. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) . Hysterosalpingogram - on (B)(6) 2012: results: full occlusion of patient's fallopian tubes. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical records: anxiety, hair loss, abdominal pain, urinary tract infection, dysmenorrhea (cramping), pelvic pain, weight gain, urethral pain, abnormal uterine bleeding, hair loss, abnormal bleeding vaginal, abnormal bleeding menorrhagia. ¿concerning the injuries reported in this case, the following one/ones were described in social media are mood swings, ovarian pain, brain fog, dizziness, uterine perforation, vaginal spotting, nickel allergy, bloating, bowel problem, bladder inflammation. Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.